Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ syringe with needle was found leaking "through the plunger stopper". There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use a bd¿ syringe with needle was found leaking " through the plunger stopper " there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned to sbdm, the complaint lot number is 1804122. Retention samples were tested for leakage : sbdm conducted leakage test using 6 pcs retention samples and results are unconfirmed. Device history record review: sbdm reviewed the manufacturing records for lot 1804122. No abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku, there were similar issues from other customers. Investigation conclusion: from investigations, sbdm considered the likely cause for the leakage to be injection working condition. Sbdm investigated that the medicine holding line between stopper and barrel of 20ml syringe is reduced when the plunger is pulled obliquely, even as both stopper outer diameter and barrel inner diameter are within specification. This is due to the interference fit between stopper and barrel of 20ml syringe is lesser than other size syringes. The interference fit of 10ml(f1), 30ml(f1.35), 50ml(f1) syringe is more than f1.0 but the interference fit of 20ml syringe is f0.95). This may be attribute to molded stop sensitive to changing of injection working parameters, and it will affect the interference fit of the stopper and barrel. The ideal state would be to achieve a high medicine holding strength, in which the outer diameter of stopper is bigger than inner diameter of barrel (maximum tolerance allowance based on specification). Sbdm has changed raw material supplier for stopper due to discontinuity by current supplier since nov 2017. Sbdm qualified alternative material by another supplier, conducted validation including leakage, moving force, dead space, extractable test and assembly test. The validation were completed nov 2017, and validation results were acceptable. Sbdm started mass production since feb 2018 with alternative material. From the complaints on syringe leakage/air aspiration, sbdm discovered the customers are not using the syringe same as their leakage test method (moving a plunger straightly by testing machine). So, sbdm will enhanced leakage test method to align with customer`s using condition. Finally, sbdm has conducted a re-validation of injection process and concluded the optimal stopper injection condition had changed during mass production as compared to the condition achieved with validation prior to mass production. Sbdm will continued to manufacture the stopper using the new optimal injection condition achieved through re-validation corrective actions 1. Sbdm had quality training on the customer complaint for stopper inspection workers and quality control worker. 2. Sbdm strength inspection for 20ml stopper and monitor the leakage of the 20ml syringe for every lot no. By enhancing inspection method (similar with customer¿s using condition).. 3. Sbdm are checking and reconfirming of injection work condition and implementing of preventive maintenance for gasket mold. 4. Sbdm conducted re-validation of injection process for stopper, when it is completed, manufactured test samples of 20ml syringe (36,000ea) and get confirmation that there was no issue from bd korea.